Event description:
Devilbiss healthcare was notified by a 3rd-party insurance claims administrator of an incident involving an oxygen concentrator. The claims administrator advised that the patient's daughter alleges a devilbiss 1025ds concentrator "was the cause of the patient's death." There was no further information provided regarding the alleged malfunction or injury associated with the patient's death. Devilbiss is currently investigating the incident, including attempting to retrieve the device for investigation. An update will be filed if additional information becomes available.